Event description:
It was reported that the customer's insulin pump alarmed motor error. Troubleshooting was performed. The customer's blood glucose reading was 9.5mmol/l. It was stated that the device was exposed to a scanner in the airport. Ran the displacement test and the test failed. Advised that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received stuck in motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. Motor may have had intermittent failure that was not detected during testing. The insulin pump passed prime, displacement and basic occlusion test. No motor displacement anomaly noted.